Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the atrial output connector was broken. Analysis also found both bail and bail covers were missing. (B)(4).

Event description:
It was reported the atrial connector was broken. The device was returned for repair. No patient complications have been reported as a result of this event.